Event description:
The patient claimed that ok button is not working and when pressing the ok button it takes the patient to another screen. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has n returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The subject pump was investigated with the following findings: testing confirmed intermittent responses to button presses on the keypad. All the keys intermittently stick causing scrolling. Product analysis (pa) observed damage to the keypad. Pa removed keypad cover to check condition of the button contacts and noticed that contamination was present under the contacts of all buttons.